Event description:
A zoll distributor returned battery pack (B)(4) reporting that the battery pack was unable to power up a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) is underway. The reported problem (not powering up monitor) has been confirmed. Upon investigation battery pack was unable to recharge or power up a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective battery pack.